Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; one knob was missing and the upper case (switch hold) was broken. Analysis also found both wires on the liquid crystal display (lcd) were pinched (wires exposed). Main printed circuit board assembly was found out of electrical specification. It was noted three case screws were contaminated and the lower case was broken.

Event description:
Lower dial missing and switch hold (rapid atrial pacing enter key) is broken. The external pulse generator the external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.